Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 400 mg/dl to 500 mg/dl. Customer was assisted with troubleshooting. Customer was using the insulin pump within 48 ours of troubleshooting. Customer stated that auto mode feature was not on. Customer was treated with manual injections and started taking steroids from today. Customer reports they had contacted their health care professional. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.